Manufacturer narrative:
(B)(4). Batch #: unk. Investigation summary: as the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number and no non-conformance's were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that materials department at account received the package with a tear in the corner. Product was not sterile and not used in a case. There were no patient consequences.